Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted. According to the investigation details the rubber seal needed to be replaced. The device was repaired/replaced and returned to the customer.

Event description:
Per user facility medwatch: it was reported that during a phalanx removal procedure, when the saw was activated and when the trigger was pulled, instrument lubricant and small dark pieces of matter came out of the head of the instrument. The customer described the particulate debris to be bits of the rubber ring that deteriorated and allowed lubricant to seep. The pt's wound was irrigated and the pt was provided an antibiotic while in the operating room. Risk management at the account has continued to follow-up with the pt and there are no adverse consequences at this time.